Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial lead was found to have exhibited under-sensing, resulting in inappropriate pacing output. Corrective programming changes were made. The patient was stable throughout.